Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once the left ventricular lead was placed, it was observed that the stylet was unable to be removed from the lead. Left ventricular lead dislodgement was observed. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿while he was removing the stylet from lead, stylet got stuck and could not come out from the lead¿ was confirmed. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and the inner coil.